Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06194. A review of the head's repair history was reviewed which indicated the device was last serviced on december 6, 2019. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to excessive stress on the cable caused by the user's handling and partial disconnection of the cable, and no image was produced when the cable was touched. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use (IFU) provides the following- important information ¿ please read before use - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was inspected and found the cable is broken. The image disappears when the cable is touched. There is one dead pixel on the screen which is critical for the image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The screen was black. It appears the cable is broken. There was no patient involvement. No additional information was provided.